Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the (B)(4) device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the atrial lead had low impedance and has been trending downward . The right ventricular lead had increasing impedance, loss of capture and loss of sensing. Both leads were capped and replaced. When the new leads were connected to the device the physician had difficulty with the setscrew. The device was explanted and a new device was implanted. No patient complications were reported as a result of this event.